Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a pocket revision to bury their implantable neurostimulator (ins) deeper. The lead revision was done to better capture the patient¿s lower back. There were no products replaced, just moved within the body. The patient recovered without immediately apparent complications and was receiving effective relief of their low back pain.

Event description:
It was reported the patient¿s device was not completely flipped but was no longer perpendicular to the skin. The superior end of the battery (header) was superficial and prominent with the patient stating it catches during activities of daily living. It was further noted the patient had less than 50% therapy relief of their lower back. Reprogramming, impedance testing and x-rays were performed; however, the results were unknown at the time of the report. There was also noted a lead revision, on (B)(6) 2015, for lead migration. No outcome was provided; however, additional information has been requested and if received a follow-up report will be sent.